Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 3mm proximal from the proximal markerband, there was a pinhole in the inflation lumen of the device. At 1mm proximal from the proximal markerband, there was a pinhole in the guidewire lumen. This damage is indicative to an interaction with a guidewire. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the inflation lumen and guidewire lumen.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.